Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. They were unable to perform the occlusion test and verify the excessive no delivery test due to the prime anomaly. The pump had a scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he keeps getting a no delivery alarm on the insulin pump. Customer's blood glucose has been incredibly high the last couple of days. Customer's blood glucose is 194 mg/dl. Customer stated that the alarm occurred previously and it occurred during manual prime. Customer stated that the no delivery alarm is recurring and the issue has been resolved. Customer stated that he gets a no delivery alarm even with a new reservoir and even with new batteries. Customer stated that the pump starts working again after changing the reservoir several times. Customer stated that the pump has been vibrating in his pocket with no alarm. Customer always locks the keypad. Customer stated that he has been using syringes. Customer stated that the issue started on thursday night. Customer agreed to return the pump. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.